Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. As a result, insulin leaked from the cartridge into the cartridge chamber of the infusion device. During troubleshooting with a company rep, the plunger was detached from the piston rod. The insulin was removed from the cartridge chamber and the pt was advised to allow the infusion device to air dry for 24 hours. At that time, she temporarily switched to her backup infusion device. During follow up, the pt stated that the primary infusion device is functioning correctly. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.